Event description:
It was reported that the devices were used during a laparoscopic oophorectomy. It was reported by the rep that the device would not fire properly (locked out). A total of two devices that were used had problems. A third device was pulled that worked and the case was completed. There was no consequence to the pt.